Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported receiving post-reset ram crc alarm. The customer's blood glucose at the time of the incident was 160 mg/dl. Leading up to the incident, the insulin pump was beeping every one to two minutes. The customer ran the self test and the insulin pump passed, but still beeping. The customer was advised to remove the battery and put the insulin pump in storage mode for a minute. After rebooting, it gave him the post-reset ram crc alarm. The insulin pump will not be returned for analysis.